Event description:
The customer reported not receiving our product and experienced "shaking of the hands and neuropathy of the legs". The paramedics were called and administered a shot of glucose. The customer was transported to a health care facility where he was treated with intravenous fluids to raise his blood glucose level. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This involves a delivery issue and does not involve a product malfunction.